Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) had evidence of oversensed noise resulting in an inappropriate shock. Isometrics and pocket manipulations were performed, and x-rays were obtained. Technical services (ts) noted x-rays are not revealing any evidence signs of lead damage however requested higher resolution images and lao projections. The device was deactivated, and the system will be extracted at some point in the future. The patient's ejection fraction has improved to greater than 40% that a replacement device will not be implanted.